Event description:
Reported via clinical study it was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee) imaging showed a residual jet flow of 5.0 mm. On (B)(6) 2026, during a routine 12 month follow up computed tomography (CT) imaging showed a residual jet flow of 7.0mm. No corrective actions or diagnostic tests associated with the finding.

Manufacturer narrative:
E1 initial reporter title, first name, last name, facility name, address 1, city, state, zip code, phone and email corrected. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0035739300. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal. Risk review: a risk review of the watchman flx? Pro was completed and confirmed implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study: it was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee) imaging showed a residual jet flow of 5.0 mm. On 25-mar-2026 during a routine 12 month follow up computed tomography (CT) imaging showed a residual jet flow of 7.0mm. No corrective actions or diagnostic tests associated with the finding.